Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). No equipment abnormalities were found in the air/water channel or balloon channel. The event can be detected/prevented by following the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Event description:
The evis exera iii gastrointestinal videoscope was returned to the repair center for a reported "no flow from the main air/water system". During inspection of the scope, the following reportable defects were identified: an unspecified foreign material could not be removed from the from the air/water and balloon channels due to buckling of each channel or nozzle. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation confirmed the customer¿s reported issue. The air/water channel is clogged, and the air supply does not meet the standard value. The inspection also noted due to clogging of the suction tube, the balloon suction volume does not meet standard value, there is insufficient adhesive in the screw of holes of the distal end. The nozzle is missing, the connection tube is loose and the adhesive on the bending section cover is detached. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.